Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, during an optease filter implantation, the surgeon opened the filter package, and found that the package of the tip end of the filter sleeve was folded and tilted. Moreover, the tip end of the filter sleeve was tilted. The filter was not implanted. The outer packaging of the filter was in good condition prior to use. The sterile pouch was received open/compromised. There was no reported patient injury. The filter was indicated prophylactically. The product is stored in the lab at room temperature. The procedure was not completed with another optease filter. Three pictures with different viewing angles of the winged storage tube inside the pouch were submitted for evaluation. The filter was properly mounted. The distal section of the winged storage tube presented with a kinked condition. The seals were not visible. A section of the obturator can be seen. A non-sterile unit of ¿optease vc filter ous, 55cm femoral only¿ was subsequently returned for analysis. The returned components included the obturator, the brite tip catheter sheath introducer (csi) and the vessel dilator. The filter, packaging and the winged storage tube were not returned. All components were thoroughly inspected, and no damages or anomalies were observed. The reported ¿packaging/pouch/box-damaged-inner package¿ and ¿packaging/pouch/box-compromised sterility¿ were not confirmed. The packaging was not returned for analysis and the condition of the pouch was not visible in the provided images. The reported ¿storage tube (filters)-damaged¿ was confirmed by picture analysis. A kinked condition to the distal section of the winged storage tube was visualized in the images. The exact cause of the reported event could not be determined during the analysis. Storage or handling factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿do not use if package is open or damaged.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventive or corrective actions will be taken at this time.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during optease filter implantation, the surgeon opened the filter package, and found that the package of the tip end of the filter sleeve was folded and tilted. Moreover, the tip end of the filter sleeve was tilted. The filter was not implanted. The outer packaging of the filter was in good condition prior to use. The sterile pouch was received open/compromised. There was no reported patient injury. The filter was indicated prophylactically. The product is stored in the lab at room temperature. The procedure was not completed with another optease filter. Three (3) pictures were received for review. The device is expected to be returned for evaluation.